Event description:
During a pfa procedure, with the volt catheter in the sheath, air was continually drawn into the syringe with the volt catheter in the sheath. When the catheter was removed from the sheath, it aspirated as expected. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.